Event description:
It was reported rapid daily battery depletion.. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no additional troubleshooting or logs were obtained, and no further actions were documented.